Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was visually observed in the semipermeable membrane of the filter and also in the area of the cap. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injuries or required medical intervention was reported. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was visually observed in the semipermeable membrane of the filter and also in the area of the cap. Additional information was obtained during follow-up with the user facility clinical manager (cm). The reported issue was identified upon treatment initiation when the blood touched the filter. The blood leak was visually observed along the side of the dialyzer and confirmed to be internal. The staff identified the blood leak before it reached the blood leak detector on the 2008t machine to trigger a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was visually observed in the semipermeable membrane of the filter and also in the area of the cap. Additional information was obtained during follow-up with the user facility clinical manager (cm). The reported issue was identified upon treatment initiation when the blood touched the filter. The blood leak was visually observed along the side of the dialyzer and confirmed to be internal. The staff identified the blood leak before it reached the blood leak detector on the 2008t machine to trigger a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No parts were returned to the manufacturer for physical evaluation.